Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 107 which was reproduced at power up. It was also confirmed through a review of the device event history log and caused by a failed upper auxiliary. The upper auxiliary was replaced.